Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient became febrile with sepsis and had a new onset of atrial fibrillation. The patient was treated with amino. Additionally, there was a decrease in purge flow and an increase in purge pressure. Tissue plasma activator was infused in the purge system and support was continued.

Manufacturer narrative:
The investigation of high purge pressure, vf/vt/af/at, and infection/sepsis has been completed. The impella device was not returned for evaluation. High purge pressure: data logs were reviewed and a increase in purge pressure over 12 hours before "high purge pressure" alarms were triggered. Purge pressure remained high for approximately 6 hours before purge pressure began to return to normal values. Clinical details noted that purge flows were decreased with an increase in purge pressure were noted on support and tpa protocol was initiated. The root cause of the high purge pressure was most likely due to biomaterial buildup based on data log analysis and clinical details noting that tissue plasminogen activator (tpa) resolved the alarms. Vf/vt: the root cause of the tachycardia and a-fib was unable to be determined due to insufficient clinical details. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. H6 medical device problem code 1491 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29601.